Manufacturer narrative:
The user facility submitted medwatch mw5107770 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapy a patient required "rapid increasing vasopressor" treatment and "no alarms were noted on the pump" during spectrum pump use in the intensive care unit. The patient remained hypotensive despite increasing the dosage of intravenous (IV) infusion therapy of vasopressor. The patient was subsequently administered albumin and blood transfusion due to persistent hypotension. One hour after the incident, the spectrum iq pump alarmed for upstream occlusion due to kinked tubing and the user removed the kink. The patient's blood pressure then increased to systolic over 200 and vasopressor requirement was returned to the previous doses. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. No additional information is available.